Event description:
A doctor used the fraxel repair laser by reliant technologies. It was supposed to be a 3-5 day healing time. A week later my face was still swollen and bright red with strange lines running through the skin. A month later, I was still wearing wet bandages and not able to leave the house. The wet bandages were to avoid scars, my doctor said. My skin was raised with white scar looking lines, which were biopsied and came back inconclusive. The white growth on my face partially subsided in about 3 months, but I was left with about 4 small scars, hypo pigmentation, really rough skin, laser lines, and hyper pigmentation. I spoke to the FDA liasion at fraxel and the vp of sales, because even after they were aware of my situation, their sales rep was still stating that there is no scarring caused by this laser. They also state in their ads that there is no risk like a traditional co2 laser. Obviously, since my healing is still going on at 4 months, I have scars, I have hypo pigmentation, this is not true. We, the consumer need accurate and accountable marketing processes. Please help. Fraxel repair laser. Treatment date : the same day. Wore wet bandages for a month. Until the skin is healed no treatments can be performed. Doctors are hoping skin can get to 90% better with a treatment of 8 laser treatments over the next year. Hypo pigmentation may or may not be permanent, only time will tell.